Manufacturer narrative:
Software archives have been relayed to the manufacturer, but not yet analyzed by engineering.

Manufacturer narrative:
Software investigation found that the exam was missing part of the nose (thereby not to medtronic navigation imaging protocol), and the tracer registration pattern was sub-optimal for registration. Software is functioning as designed.

Event description:
A medtronic representative reported that a successful patient registration with tracer technique was performed for a navigated cranial procedure. The surgeon was satisfied with accuracy when checked on the superficial anatomy. They then adjusted the trendelenburg table at the foot and the head. As the surgeon proceeded to navigate deeper in the anatomy, the surgeon felt inaccurate by 3cm inferior and posterior. The surgeon chose to continue using navigation despite the alleged inaccuracy. There was no harm to the patient. The medtronic rep suggested doing the table adjustment after registering in the future.